Manufacturer narrative:
Philips service replaced the handswitch and further investigation was needed. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that fluoro and cine were not working, and the handswitch was sticking on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.